Event description:
Reporter stated that the suspect device generated blood glucose results >700 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should displays as "hi." While on the line with technical support, reporter discovered that the device display was showing partial segments in the 100's column. Patient did not modify therapy based on these values. Technical support requested the return of the suspect product and replacement product was shipped.